Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but needed to be recaptured. The physician performed a partial recapture where it appeared that the closure device was still engaged with the tissue of the laa. During the second deployment of the closure device the physician felt they pushed too hard on the back wall of the laa. The baseline effusion appeared to remain the same, so the procedure was continued and successfully completed with a closure device implanted in the laa of the patient. Forty-five (45) minutes post procedure the physician checked on the patient and the patient had a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed to treat the patient. No other treatment or intervention was performed. The patient did not experience any other complications as a result of this event, and they are expected to make a full recovery.